Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal 1.5% ultrabag and dianeal 2.5% ultrabag therapies. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown. It was reported that the exchange was done in a hospital ward. On an unreported date, the patient was treated with injection heparin intra-peritoneally (ip) (dose and frequency not reported), injection fortum (1gram, ip, daily), and injection amikacin (250milligram per day, route not reported) for peritonitis. The outcome of this event was unknown. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, device information is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis - no malfunction or use error is confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.